Manufacturer narrative:
Product investigation is in progress.

Event description:
Strings hanging out from the top- tampon [device physical property issue] case narrative: consumer reported via e-mail that the tampon had strings hanging out from the top. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Strings hanging out from the top- tampon [device physical property issue]. Case narrative: consumer reported via e-mail that the tampon had strings hanging out from the top. No injury reported.